Manufacturer narrative:
The handpiece and the tip were not originally reported with the event, and it is unclear which devices that were involved so the user facility has chosen to not send them in. The consoles have been returned and a follow up report will be filed when the quality investigations on those devices have been completed. Not available for evaluation.

Manufacturer narrative:
The handpiece in this investigation could not be identified by the customer and therefore not returned to stryker for proper evaluation. Based on the manufacturer's instructions for use and risk documentation, a frequency annunciator can occur if the tip is damaged handpiece is not assembled correctly, or the tip has become hot.

Event description:
It was reported that the devices are alarming more and more frequently during bone cutting. Attempts to obtain additional information regarding the event were made, but were not successful. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the devices are alarming more and more frequently during bone cutting. Attempts to obtain additional information regarding the event were made, but were not successful. There were no patient or user injuries, and no adverse consequences.